Event description:
Event description guidant received information that the patient with this right ventricular (rv) lead experienced loss of capture but had an intrinsic heart rate of 40 bpm. The lead safety switch had triggered due to an impedance measurment greater than 2500 ohms. The patient complained of fatigue. Guidant received additional information that the patient was evaluated 4 days later and the rv lead showed an impedance measurement of >2500 ohms in both unipolar and bipolar configuration. The device was pacing but there was complete loss of capture. An x-ray revealed that the lead had fractured at the clavicle-first rib site. Upon opening the pocket, the fracture was visually confirmed and it was observed that both wires were completely broken. The lead was explanted.